Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys cea assay result from 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial cea result was 9.38 ng/ml. On (B)(6) 2018 a cea result of 708.8 ng/ml was obtained from a different pack of reagent. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The customer stated that the original reagent pack had magnetic beads that were frozen which they believed might have caused the erroneous result. The cobas e411 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The cea result of 708.8 ng/ml was deemed to be correct.

Manufacturer narrative:
The investigation determined that the reason for the low result was most likely related to improper reagent handling by the customer. Product labeling states that the product should be stored at "2-8 degrees celsius" and "do not freeze."